Event description:
Information received by medtronic indicated that, the insulin pump broken battery case. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the battery tube on 11/12/2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing window display cover, cracked keypad overlay, missing o-ring (reservoir tube), detached retainer, faded and peeling serial label damage, missing end cap address label, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage at battery tube was not confirmed; however, other cosmetic damage was noted during visual inspection. Additionally, retainer ring damage was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.